Event description:
Rv lead integrity alert (lia) for oversensing of noise on rv competitor lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).